Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter had a "calcode issue." The medical affairs specialist (mas) was able to correspond with the pt by telephone four days later, and classified the complaint based on the following info received from the customer. The pt tests her blood glucose 3-4 times a day before and sometimes after meals. The pt manages her diabetes via metformin 1000mg twice daily. The pt stated that the alleged issue began on the event date, somewhere around 5 am. The pt stated that she was "unable to test" on the subject meter during that time since "there was something wrong with the meter and could not code the meter." The last reported reading obtained on the subject meter one day prior, (time not known) was "268 mg/dl." The pt reportedly had symptoms of "blurry vision" when she reportedly obtained a reading of "268 mg/dl" on the subject meter. The pt reportedly had these symptoms before, during and after the reported issue. Due to the worsening of the symptoms, the pt reportedly went to her doctor two days later, at 9:30 am and reportedly received insulin shot (unknown type and dose). The pt was tested on the doctor's meter (reading unknown). She was not hospitalized. On the same day at 4 pm, she had a follow up to check her blood sugar at the hospital. The pt reportedly does not remember the readings obtained on the doctor's meter. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt claimed that due to the worsening of the symptoms, after the reported issue, she received treatment for symptoms suggestive of hyperglycemia from her doctor.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or stirps are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.